Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: not yet returned.

Event description:
It was reported to the vyaire medical that the sipap ventilator pressure continues to increase more than the set point. There is no reported patient involved and harm at this time of event.